Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the outer package of an intrathecal catheter model 8731sc, the labeling reported the correct model number on one side and the incorrect model number 87831sc on the other side.